Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the system could not pass the synchronization test as the therapy card was defective¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) visited the customer site, assessed the device, and concluded that it failed the synchronization test because of a defective therapy card (therapy pca). A replacement therapy card was then installed. After conducting all required tests and checks, the system was returned to the customer in a functional state and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by a faulty therapy card. The reported problem was confirmed.